Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that increased impedances and high thresholds were observed. During the lead extraction procedure, the laser perforated the ra at the svc junction resulting in loss of blood and weakening the heart. An attempt to implant a new lead could not be completed due to the perforation. Rescue efforts were attempted, but the patient expired.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead with the distal tip measuring 49.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. A lead tip stiffness test was performed and the lead was found to be within specification. Without return of the entire lead, a complete analysis could not be performed.